Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a fluid leak at the bottom of the pump segment ¿during an unspecified medication¿ was confirmed and replicated. Microscopic inspection revealed a small, jagged tear in the silicone tubing, just above the lower retainer ring. Both upper and lower retainer rings were noted to be present on either end of the tubing, though the lower end of the silicone tubing and its retainer ring were not completely covering the insertion tab of the lower fitment. Functional testing was performed; a leak was observed near the bottom end of the pump segment. The root cause of the tear could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tubing leak at the bottom of the pumping segment during an unspecified medication. There was no report of patient harm.